Manufacturer narrative:
(B)(4). Exemption # e2018005. (B)(4). The issue is still being investigated by manufacturing site.

Event description:
Ref # (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Ref # (B)(4).

Manufacturer narrative:
The issue is still investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Ref # (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of the legal manufacturer of the device maquet sas, parc de limère, avenue de la pomme de pi orléans cedex 2, france 45074 exemption # e2018005. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact person: (B)(4). We are aware that this is past the 30 day deadline for reporting. In (B)(6) 2017 a transfer of dispatch responsibilities for customer product complaints was made within the company¿s departments. As a consequence of those activities it was discovered that in hindsight, some reactive service notifications had not been transferred into our complaint handling system for a limited period of a few months. After we realized this we have reviewed, and have identified the enclosed complaint as being reportable. As a consequence it is being filed late. Efforts were planned and are being taken to address the issue. The issue is being investigated by manufacturing site.

Event description:
On (B)(6) 2018 maquet sas became aware of an incident with one of surgical lights- power led. As stated by customer, camera was separating from light and hanging owires but did not actually fall. There was no patient involvement however we decided to report the issue in abundance of caution as any part falling might be a source of contamination. Ref # tw # (B)(4).

Event description:
Ref # tw # (B)(4).

Manufacturer narrative:
Maquet sas became aware of an issue with surgical light powerled device. As stated by customer, camera was separating from light and hanging on wires. Fortunately, no parts actually fell from the configuration. There was no patient involvement and no adverse outcome raised, however we decided to report the issue in abundance of caution as this type of situation could result in a detachment of a part and, consequently, become a source of contamination. It was established that when the event occurred, the surgical light did not meet its specification and it contributed to event. In the time when the event occurred the device was not being used for the patient treatment. During the investigation it was found that there is no apparent increase in trend with the issue at hand and that the reported scenario has never lead, to date, to serious injury or worse. Unfortunately, as we received very limited information regarding the issue, no photografic evidence confirming the allegation were received and the customer declined the repair to be made by our company we were unable to fully determined the root cause. From the history of similar cases received by maquet sas we could assume that a plastic part of camera base broke. This type of failure occurs due to tearing of the housing located on 6 screws and the contributing factor could be excessive stresses during the manipulation of the camera. We believe that currently and overall, the related devices are performing correctly in the market with regards to the reported issue. Getinge USA sales, llc (importer) is submitting this report on behalf of the legal manufacturer of the device maquet (B)(4). Exemption # e2018005 (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Ref # (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Ref # (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Ref # (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Ref # (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Ref # (B)(4).